Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Pt info: no report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a system leak error. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no leak and the malfunction did not affect either mode of ventilation. This was not a reportable malfunction. Additional information was received stating that there was no leak and the malfunction did not affect either mode of ventilation. This was not a reportable malfunction.